Event description:
Pt placed a large therma care therapeutic heat wrap on lumbar region at 1:00 pm and removed it at 7:00 pm. Despite noting only some mild irritation at the site of the wrap, it revealed three approx 1.5 cm burns in the left perilumbar region. Pt believes the product may have "leaked".